Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the canine fossa area with juvéderm® volift¿ with lidocaine. The patient developed ¿strong edema indicating possible obstruction and blood leakage¿ at the injection site. The next day, the patient was treated with hyaluronidase, drug therapy, and laser therapy. By the third day, the edema had considerably decreased, and the obstruction was resolved.